Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend failed to seal, an investigation is in progress to determine the cause of this reported event. Isi has received the instrument involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend failed to seal the tissue. The customer needed to open a new vessel sealer extend. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following: the customer did not have any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations could not replicate nor confirmed the customer reported complaint. The vessel sealer extend (vse) instrument was placed and driven on an in-house system. The instrument passed the recognition engagement, cut and sealed as expected. The instrument moved intuitive with full range of motion in all directions. The grips opened and close properly. There were no failures reported in the logs. Failure analysis found also excessive lubricant on the distal end. Visual inspection showed excessive lubricant near the grips of the instrument.

Event description:
Refer to h10/h11 for follow-up information.